Event description:
Olympus balloon for ultrasonic endoscope; there are different problems reported with the balloons including the balloon leaked, the balloon slipped off the scope and the balloon will not stay inflated.